Manufacturer narrative:
Device passed unexpected restart error test and displacement test. No unexpected restart alarm or reset time and date anomaly after change battery noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got unexpected restart alarmed. The customer¿s blood glucose level was 120mg/dl. Troubleshooting was performed. The product will return for the analysis.